Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The customer stated, a paced patients expired without any alarm messages. The customer was not sure if the checkbox for paced pt was marked.